Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. It was reported the device was fired and the clips did not form properly. A second er320 was opened and the same thing happened. The case was completed with a ussc 5mm clip applier. There was no consequence to the pt.